Event description:
Ams elevate anterior and apical system was to be used. The trocar would not advance the mesh and subsequently damaged the mesh rendering it unusable. A second unit was opened and used with out incident.